Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right radial artery of a male patient in the cctc. Within two hours post insertion, the arterial waveform was dampened and they were unable to draw blood. As a result, the catheter was removed and replaced and used successfully. There was no delay in treatment and no patient death or complications reported.